Event description:
It was reported that during percutaneous transluminal angioplasty, the catheter froze on wire. The 100% stenosed lesion was located in the moderately tortuous left iliac artery. Inflation was performed short before the lesion at 6 atmospheres for 30 seconds. When they attempted to cross the 3mm x 20mm x 143cm coyot es balloon catheter to the lesion after deflation, the non-bsc guide wire was removed unintentionally. They tried to advance the guide wire again but did not come out from the distal end of the balloon catheter. They attempted to remove the guide wire, but could not remove it. The guidewire and lumen were removed and flushed the lumen. The balloon was inflated. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty, the catheter froze on wire. The 100% stenosed lesion was located in the moderately tortuous left iliac artery. Inflation was performed short before the lesion at 6 atmospheres for 30 seconds. When they attempted to cross the 3mm x 20mm x 143cm coyot es balloon catheter to the lesion after deflation, the non-bsc guide wire was removed unintentionally. They tried to advance the guide wire again but did not come out from the distal end of the balloon catheter. They attempted to remove the guide wire, but could not remove it. The guidewire and lumen were removed and flushed the lumen. The balloon was inflated. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. The balloon was deflated, as-received. The tip was damaged. The outer shaft was kinked 43.5cm from the edge of the strain relief. The inner shaft was kinked on both sides of the proximal markerband. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set which is within specification. A .014" guidewire was loaded into the tip and advanced through the wire lumen encountering resistance. The guidewire would not advance past the location of the inner shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).